Event description:
During third suture needle use, the endo stitch would not open/release the suture needle. The "locked" needle then broke with a portion of the needle remaining in the jaws of the instrument. Use/give duration: < 5 minutes. Reason for use: laparoscopic hysterectomy.